Event description:
Pt was experiencing multiple near discharges from their ICD and noise on their lead. During surgery obvious multiple areas of fractured insulation breaks were noted on the rv lead. The lead was removed and replaced.